Event description:
There was one endeavor sprint drug eluting stent implanted in the lad during the index procedure. It is reported that the patient expired approximately 17 months post index procedure. The cause of death is unknown. Investigator indicated that the death event was not related to the study stent. The clinical events committee have adjudicated that the death was a cardiac death.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (death). (B)(4).